Event description:
It was reported that the emboshield nav6 was advanced and placed successfully during a procedure to treat a lesion in the left popliteal artery. During an attempt to retrieve the filter into the delivery catheter, it was found that the filter was full and could not be pulled into the delivery catheter. The filter and delivery catheter were both removed through the 6f sheath with severe resistance noted. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) - incorrect anatomy. Evaluation summary: the device was returned for analysis. The difficulties removing the filter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported the device was used in the popliteal artery. It should be noted the instructions for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. In this case, it does not appear that the off label use caused or contributed to the reported difficulties.